Event description:
Nurse alleges that end user had the onboard charger plugged into the charger which was plugged into an extension cord approximately 3-4 feet away from outlet. He hooked it up to charger about 9 pm and noticed about 10-15 minutes later it was on fire on the charger end of cord not the joystick end. She states there is a piece of metal stuck in the joystick portion of the charger.